Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge cartridge, and declined to further troubleshoot thee issue with tandem technical support. There was no adverse impact to the customer¿s blood glucose level.